Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Result from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 12/21/2011 and 12/23/2011 by phone, fax, and mail. A completed questionnaire was received on 01/06/2012. (B)(4).

Event description:
A technician reported an intraocular lens (iol) was exchanged due to an undesired refractive outcome. In a follow-up, the technician reported the event resolved with treatment and in the surgeon's opinion, the device did not cause/contribute to the event. The technician also indicated the patient was a previous contact lens user who discontinued contact lens wear one week prior to pre-operative final readings. She also reported posterior capsule opacification (pco) was noted three weeks following the initial implant surgery.